Event description:
It was reported that the customer was hospitalized for low blood glucose of 29 mg/dl. Troubleshooting was performed. The nurse stated that the customer filled the reservoir at night, and next day the reservoir was empty. Had nurse rewind the insulin pump and the device alarmed an error. Advised the nurse that the customer needs a replacement of the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.